Event description:
Per medwatch mw5108505: patient reports she has had issues with the cassettes. Pump alarmed over the weekend with no disposable. Patient made a new cassette a couple of hours early and was able to start infusing again on the pump. She did not have the cassette lot number. Advised patient to continue to report problems and to watch supply of cassettes closely. No further information available or dates are known or were reported. Dose or amount: treprostinil 17.5 ng/kg/min.